Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a missing end cap sticker.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers continued to scroll during bolus delivery and that the down arrow button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.